Event description:
It was later reported that the device system had delivered morphine 5mg/ml at 1.3mg/day. The patient was kept for monitoring. The patient recovered and was currently fine.

Event description:
It was reported that a volume discrepancy occurred; expected residual volume was 2ml, actual residual volume was 20ml. It was also reported that the patient went in for a refill and the pump 'was found empty.' It was not noted what date or dates the events occurred on. After the device was refilled the patient went into a coma and an overdose was suspected. It was also noted that the center does not use manufacturer refill kits. Patient status at the time of the report was alive with injury, in coma. Intervention was required but no specific information was reported. The device system was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the pump was found full, not empty as initially reported. The pump was found full and a refill was performed; emptying it and refilling it with new drug. After refill, the patient reported overdose symptoms, but it was not possible to understand the reasons of the overdose.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
Additional information: it was later reported that the cause of the overdose was pocket fill that occurred because ¿template was not used, wrong needle¿. The patient recovered, device was still in use.